Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: she is receiving frequent occlusion alarms and is having high blood glucose (bg) and her health care provider (hcp) told her to call and tell us she needs a replacement pump. Her blood glucose (bg) levels have been in the upper 400's and also had one that r read "high" on the meter. She stated that she had symptoms of extreme thirst that she could not quench and extreme fatigue. She does not test for ketones. Patient stated that she would give correction with syringe and bg would return to target, stated that she would drink a lot of water. During troubleshooting, customer technical support (cts) determined that the patient is placing infusion set in areas of known scar tissue as well as was placing the tubing in the notch of the inset prior to cocking it back for insertion. Patient has been having issues since started this pump about two months ago. She has had issues with bent cannulas and realized that it was occurring when she was placing the tubing in the notch prior to cocking it back, stated that since she has had occlusions with the pump when there is no bent cannula, has attempted to prime and bolus when she is disconnected and that the occlusion does not occur, stated that she attempts to complete it when she removes the infusion set and no occlusion alarms during this either and cannula is not bent and no noted damage noted to any of the products. She has been diabetic since she was (B)(6) and has been pumping for the last 15 years. She does have scar tissue to her abdomen and that is where she is inserting the infusion sets. She is stating that she has no confidence in the pump and wants a replacement as her hcp suggested. Cts recommended she discuss with hcp and that the pump settings may need to be adjusted. This complaint is being reported based on the allegation that a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box reported failure period shows several occlusion alarms due to a high force. The total daily insulin deliveries add up correctly and revealed the user's programmed basal rates target. The pump powers up normally, performed "ez-prime" steps successfully. The pump was exercised for 24 hrs, no "occlusion" alarms duplicated during testing. The force sensor calibration reading is within specifications. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.